Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and the root cause of the issue could not be determined. The investigation did confirm that the customer¿s reprocessing was being implemented according to the IFU. The event may be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of endoscope¿ ¿9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿, ¿ inspection of water supply.¿ ¿1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during an unknown diagnostic procedure, the gastrointestinal videoscope had air/ water flow issues from the air/water flow system. The procedure was completed with a similar device. Inspection and testing of the returned device found that the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the nozzle has foreign objects, the angle wires were stretched, rubber on the insertion tube has a scratch, there is deterioration/ damage of adhesive, the lg lens has discoloration, the adhesive around lg lens is peeled, the connecting tube has a dent, the connecting tube has discoloration, the objective lens has discoloration, the sc cover unit has a scratch, the s-connector has a scratch, the universal cord has a scratch, the universal cord has a dent, the grip has a scratch, the switch box has a scratch, the s-cylinder is shaved, the u/d knob has corrosion, the fe lever has a scratch, the fe knob has a scratch, the u/d knob has a scratch, the r/l knob has a scratch, the control unit has discoloration, the control unit has a scratch, and the condensation adhere to the surface or inside of the objective lens which are unable to be removed by air/water supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.